Event description:
The customer observed elevated vitros vanc results on multiple samples from a single patient on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial elevated result was reported, however, there was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
The customer believed the cause of the elevated results was drug related. Review of the medications that the patient was on did not identify any known interferents with the vanc assay. Treatment with heterophilic blocking tubes, ruled out a heterophile as the cause of the elevated results. The root cause of the elevated vanc results is unknown, however, the most likely cause of the elevated results is an unknown, non-heterophilic interferent in the patient's sample.